Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during a procedure, the doctor noticed the tumescent pump making a loud thumping noise. The pump would not allow the tumescent fluid to advance properly into the vein. The pump was then replaced with a different pump and the procedure was completed. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.